Event description:
Customer purchased new contour test strips and found the bottle caps opened within the boxes and the strips were wet. No adverse event alleged. Strip information was not provided. Report will be filed under the meter information. The strips are expected to be returned for evaluation and new strips were sent to the customer.